Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had physical damage. Troubleshooting was performed. Customer's blood glucose was unknown at the time of the incident. It was reported that the insulin pump was broken at the reservoir connection and was missing the transparent plastic guard and the o-rings. There was no indication of troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to power connector not plugged in properly. The device was received with missing reservoir tube retainer, missing reservoir tube o-ring, scratched case, minor scratched lcd window and damaged keypad overlay texture.